Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transduodenal to the stomach to treat a gastric stricture during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy and the stent deployment hub broke. The stent was removed fully covered by the outer sheath when removed from the patient. The physician placed another stent to address the puncture site as the procedure could not be completed due to device availability. The procedure was re-scheduled the next day and another axios stent was successfully implanted through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transduodenal to the stomach to treat a gastric stricture during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >=6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat a gastric stricture.

Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transduodenal to the stomach to treat a gastric stricture during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy and the stent deployment hub broke. The stent was removed fully covered by the outer sheath when removed from the patient. The physician placed another stent to address the puncture site as the procedure could not be completed due to device availability. The procedure was re-scheduled the next day and another axios stent was successfully implanted through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transduodenal to the stomach to treat a gastric stricture during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >=6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat a gastric stricture.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: medical device problem code a150201 captures the reportable event of stent failed to deploy in the stomach. Medical device problem code a0401 captures the reportable event of handle break. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully covered by the outer sheath and undeployed. The delivery system was received in position "4". Visual examination of the returned device found the outer sheath with torsion evidence. Functional inspection was performed; the catheter lock was inspected for functionality and the stent could not be released from the delivery system. Destructive testing was necessary to identify torsion of the delivery system; rotational damage was identified as the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed; the stent was returned undeployed and the stent could not be deployed during functional inspection. The reported event of handle break was not confirmed; the handle was returned in good condition. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was implanted to treat a gastric stricture. However, the IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall". Furthermore, according to the product analysis, the outer sheath was twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. Most likely the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, limited the performance of the device and contributed to the sheath twisted and detached leading to stent deployment failure. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on december 14, 2021 that a hot axios stent was to be implanted transduodenal to the stomach to treat a gastric stricture during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy and the stent deployment hub broke. The stent was removed fully covered by the outer sheath when removed from the patient. The physician placed another stent to address the puncture site as the procedure could not be completed due to device availability. The procedure was re-scheduled the next day and another axios stent was successfully implanted through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transduodenal to the stomach to treat a gastric stricture during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >=6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat a gastric stricture.